Manufacturer narrative:
On (B)(6) 2016, a fse was dispatched to the customer facility to address the reported event. The fse replaced the purge and uptake check valves. The instrument was verified as operational. There was no further action required the g7 analyzer is functioning as intended with all errors cleared. The most probable cause of the reported event was due to the uptake and purge check valves. Tosoh bioscience, inc. Is submittng on behalf of the foreign manufacturer tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA(B)(4).

Event description:
On (B)(6) 2016 a customer reported continued poo peaks with the g7 analyzer. The customer tried troubleshooting the issue by adjusting the flow rate and changing the column, but the issue continued to persist. The customer is unable to run hbaic patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of hbaic patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting.